Event description:
It was reported that an ilet pump repeatedly displayed alert 36 indicating an invalid hall sensor state, and the user experienced persistent restart alarms despite multiple device restarts; the device was replaced and the user transitioned to backup therapy without blood glucose impact. No clinical symptoms reported. Outcomes included no medical intervention or hospitalization. The device was returned for evaluation. Preliminary investigation of this case revealed a suspected malfunction involving the insulin delivery system¿s hall sensor state, consistent with a device alarm for an invalid sensor condition. The device powered on when placed on a charge pad without issue. After booting, no malfunction alerts were found in the notification's menu. The motor was primed and rewound the full length of the lead screw nut without issue. The complaint was unable to be confirmed in any of the confirmation methods. The device functioned as expected.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.